Manufacturer narrative:
Additional information: d9, g3, h6. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the reported event is not confirmed. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or excessive force being used during insertion of the screw.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/6/2023, it was reported by an arthrex employee via email ar-8945-60ft low profile screw produces debris upon insertion. The surgeon removed the screw and used another one to complete the case. This was discovered during a procedure on (B)(6)2023. Additional information requested.